Event description:
The complainant reported a patient on impella support with a 5.5. The complainant reported the patient had ectopy occasionally. The staff confirmed impella placement. The patient also experienced sinus tachycardia prior to impella placement. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Upon review of the file and available information, coding has been updated as appropriate in section h. Additional narrative: a 59-year-old male patient with acute myocardial infarction¿related cardiogenic shock received an impella 5.5 via the right axillary and subclavian artery. A complaint was filed regarding the patient experiencing ectopy, tachycardia, and premature ventricular contractions with bigeminy. Echocardiography was performed multiple times to measure the distance of the pump within the ventricle. However, after one repositioning (pump was at 3.9 cm into the ventricle), during which the pump was advanced further into the ventricle, no additional repositioning attempts were made. This case was coded as arrhythmia, tachycardia, device repositioning, and life-threatening illness or injury. During impella 5.5 support, ectopy was noted on support; echocardiogrtaphy confirmed proper pump position in the ventricle. 16 day s later, after optimizing pump position on echocardiography, diastolic placement signal was observed lower than the reference non-invasive pressure measurement it had previously aligned with; no further details were provided. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
B5 updated. The investigation has been reopened and is ongoing.

Event description:
The complainant reported additional information; decreased purge flows with increased purge pressures occurred. Tissue plasminogen activator was utilized.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Added selection e as it was omitted from the initial report that was submitted.